Manufacturer narrative:
D10 concomitant product: unk - pillcam, unknown pillcam (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was given a patency capsule on 09/09/2024. The patient was sent for an abdominal x-ray the next day and the radiographer reported that the patency capsule had cleared but the patency capsule can clearly be seen on the x-ray result. There was no radio frequency identification (rfid) tag present. The patient then swallowed a video capsule endoscopy (vce). After about two weeks, the two capsules were said to be retained on the same position inside the patient's body. The patient was sent for an x-ray and they could see a white line.

Manufacturer narrative:
Additional information: g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The images provided by the customer were the x-ray and the CT scan images. The x-ray showed a round/elliptic shape, not cylindrical straight like the rf tag. This appeared to have a different shape that what we have seen with patency. It was reported that the patency capsule had cleared but it can clearly be seen on the x-ray result. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.